Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to h10 of the previous MDR. Based on the results of the investigation, it is likely the iris function error and brightness adjustment failure occurred due to a faulty cr board (main board, printed circuit board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections for the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufacture; upon investigation brightness adjustment failure was identified. Based on the results of the investigation, the probable cause of the malfunction was traced to a brightness adjustment failure occurred because the brightness adjustment function did not work properly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was plugged in and suddenly dark then bright back to dark. The issue was found at inspection. There were no reports of patient harm.

Manufacturer narrative:
Device evaluation has confirmed the reported issue. Inspection found the reported failure was due to faulty main circuit board (cr board) causing intermittent stop iris functioning. Olympus lamp life noted to be below 50 hours and within specifications. Switch unit noted to be up to date . The rest of the functionality tested normal. Investigation is ongoing. This report will be supplemented accordingly following investigation.